Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 5. Strip code: 5. Strip storage: stored correctly. Symptoms: slow in responding. The pt's family member reported that the pt fainted and was hospitalized three times due to readings on meter. Their meter allegedly was inaccurately low. The result on their meter was 52mg/dl and 67mg/dl. The result from the hosp meter is unknown. The time difference between the pt's meter and the hosp meter was unknown. Treatment was unknown. The pt's family memeber reported that "meter also gave result 0 at one time". No further info has been reported.